Event description:
Pt received iontophoresis treatment utilizing new electrode. Procedure followed according to mfrs instructions. Iontophoresis protocal followed for 1-5 miliamps. Pt reported no burning during treatment. At end of treatment it was noted that pt had 3 small (1 1/2 mm) blistered areas.